Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the atrial lead was unable to exhibit sensing and impedance measurements. The lead was not implanted and a new lead was placed. The patient was well during and following the procedure.